Event description:
A ventilator was returned to the manufacturer for preventative maintenance. There was no allegation of device malfunction. No patient harm or injury was reported. During the evaluation of the device at the manufacturer's service center, a "ventilator service required" concerning the system obm (oxygen blending module) was found. The obm board was replaced to address the issue. The device passed all final testing.